Event description:
It was reported that towards the end of pulmonary vein isolation (pvi) case, there was a steam pop followed by a pericardial effusion. A transesophageal echocardiogram from the day before noted that there was already a small pericardial effusion. The pvi was nearing completion and the physician wanted to ablate in the coronary sinus. This was done for 5-8 ablations and at 15-20w. He then pulled out to the right atrium. He then abated along the cavotricuspid isthmus and it was here that he noted that there was a loud pop. They used the acunav to do a survey of the heart and noted that there was a larger pericardial effusion around what appears to be the right atrium. There was about a 30min period of watching and waiting and consultation with another staff physician. A pericardiocentesis was done and about 2000cc of blood was drained off before the patient was taken to cardio thoracic surgery to find the leak. It was noted in surgery that the leak was actually coming from middle to distal cs. Only 2 sutures were needed to close the hole. The physician speculated that the coronary sinus catheter may have perforated earlier and had tamponaded the hole until later in the case and migrated back and exposed the hole. It was also postulated that there may have been a perforation when abating in the cs. The larger pericardial effusion was not noted until a pop was noted while abating the cti line.

Manufacturer narrative:
The concomitant products: carto 3: model # m-4800-01, serial # (B)(4). Stockert: model # m-5463-01, serial # (B)(4). Coolflow pump: model # m-5491-02, serial # (B)(4). (B)(4).

Manufacturer narrative:
(B)(4). Upon receipt, the catheter was visually inspected and it was found in normal conditions. Then per the event, the catheter was tested and it passed electrical, temperature and generator tests. Also deflection and irrigation tests were performed and the catheter passed all tests.the device history record was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation, or tamponade. Since the catheter passed specifications, the root cause of the effusion remains unknown.